Event description:
During the procedure of an aneurysm in the pcom artery that measure 6.2mm*4.8mm, there was difficulty advancing the orbit mini complex fill 3x6 coil (B)(4) via the (mc) microcatheter. The coil was inspected and the shape was not normal, it was spiral linear. The device was changed to another one to complete the procedure with the same microcatheter. Prior to inserting in the patient, the coil shape was correct, however during advancing there was resistance/friction when advancing the coil through the mc. However, after the resistance was met, no additional force was utilized to advance or remove the coil/delivery system. No kinks were noted in the mc that might have contributed to the event, and the coil/delivery system did not make out of the distal end of the microcatheter. An adequate continuous flush was maintained through the mc at all times, and the mc was re-shaped prior to use with the shaping mandrel, steam, and without damages. Other that what was reported, no other damages were noticed on the device (coil-unraveled, stretched, kink, bend, etc), (delivery system or introducer-kink, bend, crack, separated, fracture, elongated, etc), and the coil remained attached to the delivery system.

Manufacturer narrative:
During the procedure of an aneurysm in the pcom artery that measure 6.2mmx4.8mm, there was difficulty advancing the orbit mini complex fill 3x6 coil (637mf0306/15467361) via the microcatheter (mc). The coil was inspected and the shape was not normal, it was spiral linear. The device was changed to another one to complete the procedure with the same mc. Prior to inserting in the patient, the coil shape was correct, however, during advancing there was resistance/friction when advancing the coil through the mc. However, after the resistance was met, no additional force was utilized to advance or remove the coil/delivery system. No kinks were noted in the mc that might have contributed to the event, and the coil/delivery system did not make out of the distal end of the microcatheter. An adequate continuous flush was maintained through the mc at all times, and the mc was re-shaped prior to use with the shaping mandrel, steam, and without damages. Other than what was reported, no other damages were noticed on the device (coil-unraveled, stretched, kink, bend, etc), (delivery system or introducer-kink, bend, crack, separated, fracture, elongated, etc), and the coil remained attached to the delivery system. A non-sterile orbit mini complex fill 3.5x9 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was found zipped without damage. The support coil and griper were found without damage while the embolic coil was received kinked. In addition, the shape of the embolic coil was verified by the manufacturing associates who perform the inspection of the shape and it was confirmed that the shape is that of a complex coil; therefore, the out of shape condition was not confirmed. The gripper and embolic coil were inspected under microscope; the gripper was found without damages while the embolic coil was found kinked. The od from the delivery tube was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that the received unit (orbit mini complex fill 3.5x9) was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Just a little resistance/friction was felt when the kinks of the hypotube was pass through of the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The report that the coil was not the correct shape was not confirmed with analysis; it was confirmed to be a complex shape. With functional testing of insertion of the returned orbit system through a microcatheter resistance was confirmed when the coil reached the distal end of the microcatheter and was due to kinks on the hypotube. The kinked damages could not be conclusively determined; however, it was reported that there were no damages prior to use. Based on the reported information and analysis there is no indication of a relationship to the manufacturing process. Additionally inspections are in place for coil shape and to prevent damaged devices from leaving the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.